Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) while on the patient the staff experience the pump switching itself off three times. After the third event the user couldn't switch the pump back on. As a result, the pump was changed for another. There was no report of patient death or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of the unintentional shut down" is not able to be confirmed. The pump was checked by the service engineer and no problem was found with the pump. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) while on the patient the staff experience the pump switching itself off three times. After the third event the user couldn't switch the pump back on. As a result, the pump was changed for another. There was no report of patient death or complications.